Event description:
The us complainant had a cp pump placed to support a patient with respiratory distress and acute myocardial infarction / cardiogenic shock. The pump was removed and replaced after minutes due to low pump flows. The pump was replaced and support proceeded without harm. The patient survived the event.

Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of low pump flow has been completed. Data logs confirmed low pump flow when pump started and remained thru the rest of the case. Suction alarms and placement signal declining trend were seen during the case. Logs also showed pump was in improper position near the end of the case. The product was not returned for review. The root cause of low flow was unable to be determined as limited clinical details were provided and no product was returned for review. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-25845 as it is unknown if the initial reporter also sent the report to the food and drug administration.